Event description:
It was reported that approximately seven weeks post filter implant, during a scheduled filter retrieval, it was identified that the filter had moved caudally approximately one cm and was tilted approximately 75-80 degrees. The patient was asymptomatic. The filter was removed successfully and there was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The retrieved filter was discarded by the user facility; therefore, not available for evaluation. The venacavagrams were reviewed; filter tilting and caudal movement can be confirmed but could not be precisely quantified. The definitive root cause is unknown. The current IFU (instructions for use) states: movement of migration of the filter is a known complication of the vena cava filters. This may be caused by placement in the ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have been reported in association with improper deployment, deployment into clots and / or dislodgement due to large clot burdens.